Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet displayed an ¿unable to proceed. Please check alerts to resolve issue before proceeding¿ message during multiple setup attempts, including restarts on and off the charging pad, which prevented initialization and use. Symptoms included no adverse health effects and no changes in blood glucose because the patient was not wearing the device during the setup attempts. Outcomes included the decision to provide a replacement device and instructions for data sync, shutdown, and return. Investigation included guided troubleshooting with repeated restarts and verification of charging conditions. Investigation of this device revealed a persistent device malfunction related to startup/alert handling that prevented progression through setup, consistent with a device performance issue in the pump controller/firmware. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.